Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. Verbatim: "material no: 309628 batch no: 5049769. It was reported that a white piece of foam or plastic was noticed to be floating in the syringe. Event description per customer's email states, "on (B)(6) 2018, the reporter contacted regeneron medical information requesting replacement for one eylea vial. She stated that there was a syringe with a contaminant inside the syringe that appeared to be white piece of foam or plastic that was free floating. Patient received eylea dose from another vial." "Sample has been returned to regeneron qa and reviewed. Please see image 1 and 2 below.""

Manufacturer narrative:
Investigation: two photos and one loose 1ml syringe was received and evaluated. It was observed in the photos and the physical sample that a loose white foreign matter particle was in the fluid path near the bottom of the barrel. It appears to be the plastic tip of a plunger rod and is larger than level 2 in size, which is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. Assembly records were reviewed as part of the DHR and all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. Verbatim: "material no: 309628 batch no: 5049769 it was reported that a white piece of foam or plastic was noticed to be floating in the syringe. Event description per customer's email states, "on (B)(6) 2018, the reporter contacted regeneron medical information requesting replacement for one eylea vial. She stated that there was a syringe with a contaminant inside the syringe that appeared to be white piece of foam or plastic that was free floating. Patient received eylea dose from another vial." "Sample has been returned to regeneron qa and reviewed. Please see image 1 and 2 below.""